Event description:
The user stated she had three patient samples which gave discrepant results when initially run on the integra 800 and repeated on the integra 400. Sample 1 initial result was 18 u per l, repeat result was 7 u per l. On (B) (6) 2009, sample 2 initial result was 18 u per l, repeat result was 7 u per l. On (B) (6) 2009, sample 3 initial result was 18 u per l, repeat result was 5 u per l. The values from the integra 400 were reported. The investigation is ongoing. If additional info is received, appropriate notification will be provided.